Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and a polarity switch were noted on the right ventricular (rv) lead. Replacement of the lead had been scheduled. No patient complications have been reported as a result of this event.